Event description:
It was reported that the right atrial lead had dislodged. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal electrode was covered in blood and a visual summary indicated apparent explant damage. It was further noted that there was cosmetic melting of the outer insulation and that there was a breach and cut in the outer insulation of the lead. There was also a cosmetic depression and environmental stress cracking noted in the outer insulation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead 2009 (B)(6). (B)(4).